Event description:
The customer contact reported a leak. It was reported that during priming, prior to pt use, the tubing set leaked. This is not a reportable malfunction. There were no reports adverse pt events and no reported delay of therapy critical to any pt. However, during verification testing, a separation between the tubing and the sight chamber of the tubing set was noted.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection revealed that there was no hole, however, there was a possible gap in the solvent between the sight chamber and the tubing. During testing, a leak was observed between the piercing pin and the tubing. An excess of solvent sealer was found in the joints between the piercing pin and the tubing. Based on the investigation findings, a probable root cause could be due to the personnel. An inadequate solvent application was performed during the assembly process. When the operator used an incorrect quantity of solvent in the assembly caused a gap between the commodities, due to an excess of lubrication that produced the separation by further handling. This report represents all the information known by the reporter upon query by hospira personnel.